Event description:
It was reported that stent fracture occurred. A 3.50 x 28mm synergy xd drug eluting stent was selected for use. However, when the packaging was opened, it was noted that the stent was fractured on the balloon. There was no damage to the packaging. The procedure was completed with another synergy stent. There were no patient complications nor injuries were reported.